Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the alleged issue and noted the system did not detect the insertion of the instrument inside the cannula. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. The usm was returned to isi for failure analysis (fa). Fa investigation was able to confirm but not replicate the customer reported complaint. The unit was tested on the in-house system and it passed normal mode without triggering any error. The unit was also tested by different instruments, but no error was triggered nor any shaking, friction, lagging or restricted movement. The unit passed direction test, sensor check, carriage lissajous, sine cycle, carriage friction test, brake test, carriage strength test, carriage switches, carriage/axes controller motor (acm) fan and the fiber test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was unable to take control of the instrument installed on the system's universal surgical manipulator (usm) 4. The solution to use only three (3) usm arms was offered, but the surgeon decided to convert. The procedure was completed laparoscopically with a delay of 15 minutes.